Event description:
Syringe use for covid-19 under emergency use authorization (eua): government-issued syringe malfunctioned during administration. Needle separated from syringe, resulting in nominal dose to patient, and wasted dose of vaccine. This is a recurring issue on a large scale. FDA safety report ID # (B)(4).